Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The returned device 314.463 lot 4628771 was manufactured in july 2003 and is over 9 years old. The blade-shaft component part 314.463.01, lot 4551204 which broke was manufactured in june 2003 from 440a ss material and heat treated per (B)(4) which is a typical material and finishing process used for cannulated screwdriver shafts-blades. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device 314.463 lot 4628771 was manufactured in july 2003 and is over 9 years old and shows significant wear. This device has outlived its useful life. Placeholder.

Event description:
During a navicular open reduction internal fixation (orif) procedure on (B)(6) 2013, while the surgeon was inserting 3.0mm cannulated screws, reportedly the part that engaged the screw stripped out of the cannulated cruciform screwdriver and the tip broke. The screwdriver no longer holds the screws for screw insertion or removal; the screwdriver is no longer functional. Reportedly this event prolonged the procedure by 20 minutes. The surgeon completed the procedure. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.